Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: sensation increase/decrease-ndr: not applicable as the event is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. One opening on radius side assessed as surgical damage. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side " lump." Healthcare professional reported right side capsular contracture, baker grade unknown. Patient additionally reported "right hand fingers go numb occasionally;" this event is not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lump" and capsular contracture, baker grade unknown.

Event description:
Patient reported right side "lump." Healthcare professional reported right side capsular contracture, baker grade unknown. Patient additionally reported "right hand fingers go numb occasionally;" this event is not device related. Device remains implanted.